Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the proximal end of the capsule, the area of the flare tube near the inflow of the valve, was the location of the nitinol protrusion.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during insertion, the delivery c atheter system (dcs) would not advance in the external iliac artery. Subsequently, the system was withdrawn, and an indentation/sharp piece was sticking out at the bottom of the capsule. The non-medtronic guidewire was switched for another non-medtronic guidewire, and a 22 french dilator was used. The second sheath advanced with no issues. It was noted that the minimum diameter of the access v essel was 5.8 millimeters (mm). Additionally, an introducer sheath was not used and there was no difficulty inserting the dcs. No adverse patient effects were reported. Additional information was received that the patient's anatomy was severely calcified with some tortuosity, which may have contributed to the nitinol protrusion. A new valve was successfully implanted in the patient.

Manufacturer narrative:
Updated data: b5. Corrected data: e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during insertion, the dcs would not advance in the external iliac artery. Subsequently, the system was withdrawn, and an indentation/sharp piece was sticking out at the bottom of the capsule. The non-medtronic guidewire was switched for another non-medtronic guidewire, and a 22 french dilator was used. The second sheath advanced with no issues. It was noted that the minimum diameter of the access vessel was 5.8 millimeter's (mm). Additionally, an introducer sheath was not used and there was no difficulty inserting the dcs. No adverse patient effects were reported.